Manufacturer narrative:
This report is for an unknown mono/polyaxial screws: uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a uss fx mis perforated screw with vertecem v+ between (B)(6) 2015 and (B)(6) 2020. There were 44 patients with a mean age of the patients was (B)(6) years. Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 34 patients had cement leakage, 1 patient had deterioration of neurological function in ms, 1 patient had incontinence, 2 patients had increase in nrs pain score by 2 points. The report is for a uss fx mis perforated screw with vertecem v+. A copy of the clinical evaluation form is being submitted with this regulatory report.